Event description:
It was reported that a pericardial effusion, perforation, and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was attempted to be implanted. The closure device was deployed, and a full recapture was performed. A large distal pectinate forced the device in the posterior lobe. The closure device was recaptured again and redeployed in the laa. The closure device had a peanut shape. Contrast was given to visualize the back wall of the laa, and a perforation of the laa was observed. A pericardial effusion developed transverse to the laa, and cardiac tamponade was noted. The patient was given protamine, the patient was auto transfused, and the heart was tapped to drain the pericardial effusion. The procedure was aborted due to the event.